Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported being unable to test using the adc device as the "screen went black with dot". As a result, the customer was unable to check glucose and experienced symptoms described as ¿no strength, cannot stand on their legs, and cannot understand their spouse¿. The customer was unable to self-treat and was treated with glucagon by the wife and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A caller reported being unable to test using the adc device as the "screen went black with dot". As a result, the customer was unable to check glucose and experienced symptoms described as ¿no strength, cannot stand on their legs, and cannot understand their spouse¿. The customer was unable to self-treat and was treated with glucagon by the wife and no further information was provided. There was no report of death or permanent impairment associated with this event.